Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this healthcare clinic received a remote alert indicating a high, out-of-range right atrial (ra) pacing impedance measurement (>3000 ohms). Boston scientific technical services was contacted and reviewed this device's remote data. It was indicated there was no evidence of noisy signals and there was only a singular out-of-range ra impedance measurement. It was recommended to continue with normal follow-ups. The ra lead is not a boston scientific product. At this time, the system remains implanted and no adverse patient effects were reported.